Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window, cracked near display window corners, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone, call the insulin pump had alarmed button error. Customer's blood glucose was 378 mg/dl. Customer' mother didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.